Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss or power loss alarm noted during testing or in the downloaded history files. Device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working. Customer's blood glucose value was unknown. Customer stated insulin tank was not moving. The insulin pump will not be returned for analysis.